Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this annuloplasty band, the band was explanted and replaced with a non- medtronic 29 mm valve. After implant of the band, the physician determined that the repair did not resolve the patient's issue. No adverse patient effects were reported.